Event description:
The customer returned nine instruments to mxi for evaluation. There was no allegation of patient injury. Evaluation results are below. Three handles (cev669b) were evaluated. The repair tech determined the black plastic piece (insulator) is burnt at the connection level. This was due to an electrical arch cause from the presence of humidity in the connection point. It was further discovered the cable had blood, tissue, and had not been properly dried. Three tubes (cev6795b) were evaluated. Repair determined the returned instruments functioned as designed and conformed to manufacturing specifications. Three inserts (cev634-1a) were evaluated. Evaluation for the insert (lot # 120530) indicated that the tube presents a crack and a blister. The formation of a blister is due to the pressure of the glue on a pre-existing crack on the tube during sterilization cycles. Evaluation for the insert (lot #121018) determined that the coating (insulation) was damaged; most likely during use reprocessing. Repair indicated insert (lot # 110806) had a short-circuit and is most likely the consequence of the electrical arc highlighted on the handles returned.

Manufacturer narrative:
Concomitant medical products: cev669b (lot # 121103), manufacturing date: november 2012. Cev669b (lot #110901), manufacturing date: september 2011. Cev6795b (lot # 06/05), manufacturing date: june 2005. Cev6795b (lot # 110801), manufacturing date: august 2011. Cev6795b (lot # 120506), manufacturing date: may 2012. Cev634-1a (lot # 120530), manufacturing date: may 2012. Cev634-1a (lot # 121018), manufacturing date: october 2012. Cev634-1a (lot # 110806), manufacturing date: august 2011. (B)(4). This MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in france. This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).